Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level. Initially, the customer was unable to successfully load the cartridge onto the pump despite following instructions to inspect and clean the pump. Upon using a new cartridge and receiving further assistance from technical support, the customer was able to complete the loading process and resume insulin delivery.